Event description:
The lead was returned to the manufacturer from an unknown source with no information was analyzed, and tested out of specification. Additional information obtained indicated the patient is deceased. The patient¿s date of death is approximately twelve years post lead implant. The cause of death was requested and is not available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on 2013-08-15. Of note, the reportable malfunction of an outer insulation breach is normally submitted via a bimonthly medwatch report submission that would have been due on 2013-10-10. Information was subsequently received on 2013-09-19 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Attempts to obtain additional information were unsuccessful. Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant products: 5076-58 implantable pacing lead, implanted: (B)(6) 2001; competitor 1284 implantable pulse generator (ipg), implanted (B)(6) 2001. (B)(4).